Manufacturer narrative:
Service was not dispatched as the issue was believed to be sample interference related. A definitive root cause of this event has not been determined to date.

Event description:
The customer reported that the unicel dxc 600i synchron access clinical system would not generated a believable vancomycin (vanc) result for one patient sample. The patient was receiving vancomycin treatment. The same patient sample was tested four times. In two instances the results were suppressed. In one of these instances an initial rate high instrument flag was generated. The additional two repeat results were significantly different from each other. An indeterminate result was ultimately reported from the laboratory. The initial sample was sent to a reference laboratory which returned a vanc result which was believable, accepted as valid, and released as a result amendment from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument controls prior to the event were found to be within specification. This event was thought to be sample interference related.